Event description:
The customer reported that the device logs showed several shock equipment malfunction messages. There was no patient impact.

Manufacturer narrative:
(B)(4). A followup report will be submitted upon completion of the investigation.